Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. A functional test was performed and the audio test failed due to no audio. A communication tool audio/vibration test was performed, the audio test failed due to no audio and the vibration test passed. A "try it" audio/vibration manual test was performed, the audio test failed due to no audio and the vibration test passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio intermittent test was performed and the test failed due to no audio. The speaker resistance was measured and it was high. The allegation was confirmed. The root cause was determined to be a defective speaker.